Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. To insert a coro wire into the cs catheter (selectra-bio2-45), a tvi (a wire insertion tool) was taken from the selectra accessory kit and inserted into then cs catheter. Through this, the coro wire was inserted into the catheter. Via the side entrance of the cs catheter, the cs was searched for using a contrast agent. In addition, a diagnostic catheter was used to probe the cs. The diagnostic catheter was inserted into the cs catheter over the coro wire. During insertion into the cs catheter, the tvi was pressed into the catheter. Insertion into the cs catheter was difficult at the beginning. We then rinsed with water via the side entrance of the cs catheter. After that, it was easier to insert the diagnostic catheter; with the diagnostic catheter, the tvi was transported into the (atrial) heart. It was attempted with various gripping catheters to remove the foreign body from the heart. In the process, a tamponade took place, and the patient needed to be revived.